Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent due to a suspected outflow graft twist. Patient was described as cyanotic and was having difficulty in breathing. A review of the log files found a drop in flow, power, and pulsatility index (pi) over the last few days. A computed tomography angiography (cta) was recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a kinked outflow graft could not be confirmed as no computed tomography (CT) imaging was provided for review, and no product was returned for evaluation. A specific cause for the outflow graft obstruction could not conclusively be determined. A review of the patient¿s log file revealed that there was a slight decrease in flow and power beginning on (B)(6) 2021. No atypical events or alarms were captured. The pump appeared to function as intended at the set speed. Although the reported outflow graft kink could not be confirmed through this evaluation, the kink could have contributed to the observed decrease in flow and power. Additional information revealed that on (B)(6) 2021, the patient was taken back to the operating room (or) and it was determined that the outflow graft was kinked, not twisted, due to too long of a graft. The graft was shortened and the patient was fine. No CT images are available. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24apr2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was discovered that the outflow graft was not twisted, but was kinked due to it being too long. The patient underwent surgery on (B)(6) 2021 to have the outflow graft shortened, and the next day the patient was fine again. CT images were not able to be provided.